Event description:
Complaint 1 grip lock [sic] not sticking well onto patients leg. 3400lfc tidi lot number is 48864961. Complaint 2: "multiple securement devices have not been sticking to the patients skin for very long; one nurse reported using 3 in one shift." " 3400lfc tidi lot number is 58020093.

Manufacturer narrative:
H3: product has not been received by the customer. Therefore, this event is reported based on the information provided by the customer. Confirmation of the customer's complaint and the root cause could not be determined. A device history record (DHR) of the affected lot number did not reveal any issues that could have contributed to the reported incident. The instructions for use are adequate in providing clear and concise warnings. At this time, there is no evidence that a manufacturing error contributed to the reported failure. Based on historical complaint data and information currently available, likely root cause is due to new users and device training issues. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).